Event description:
The hcp reported that the pt rec'd an overdose. The pt rec'd infumorp 17.993 mg over one hour 49 minutes. The pt did nto experience any specific symptoms related to this event but was admitted to the hosp overnight for observation. The pt reportedly "had a good night and she just slept." The pt is back to pre-event baseline.